Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering with the device was discovered. It is unk whether or not the device was used on a pt after it was tampered with by the customer.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the device tempering by reviewing the DHR which showed that the processor printed circuit board belonged to an unk device, and not the device it was installed in. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device could not be repaired and has been removed from service.